Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow up and would follow up on their own.